Event description:
A consumer reported she experienced burning and pain in her right eye after using a travel sized bottle of this product. She started using a different bottle months ago or possibly about one year ago, and suspects that the bottle was tempered with sometime in the past two weeks (not at the time of purchase). The bottle was stored in the recommended storage conditions, and the consumer suspects that her fiance's daughter put something in it. The burning started as soon as she put her contact lens in her eye after soaking the lens overnight in the solution. She took the lens out and inspected it for tears, lint, etc and put it in again. Her eye immediately started to burn again, so she removed the contact lens. The next day, she consulted her optometrist who confirmed that her cornea was burned and that it was not in one specific area, but a general area on her cornea. She was treated with unspecified eye drops. The consumer reported her eye has been hurting since the incident and is still hurting today. She is currently using a different bottle of this product which was opened before the bottle associated with this event. She has had not reaction to this bottle. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: a sample was provided by the customer. Review of the compounding and filling manufacturer batch records (mbr's) did not show any anomalies that may have contributed to the complaint condition. A review of the stability data for all lots currently enrolled in the stability program was conducted and all lots remain within specification through product shelf life. The chemistry and microbial finished product results were reviewed and found to be acceptable. Incoming components testing results were reviewed and found to be acceptable. The environmental, utility, bioburden, and sanitation records were reviewed and found to be acceptable. This lot met all release criteria prior to product release. Bases on customer report that the sample was used after expiration date and may have been tampered with after opening. The most probable cause is customer handling; however this cannot be confirmed. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).